Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose meter reading low at the time of the incident. The customer is an athlete. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and customer will work with educator to adjust settings. The customer also had other low events on (B)(6) 2018 and on another occasion. The customer is working on a pump downgrade as they are blind and have problems unlocking the pump. The insulin pump will not be returned for analysis.